Event description:
It was reported that during a laparoscopic cholecystectomy procedure, surgeon created the incision, opened the trocar, placed port, and started the lap chole, the trocar start leaking. The trocar was used first time, was new, and was supplied in the morning in case as per ot team. There was no delay to procedure, procedure was successfully completed, and there was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # p9aa73. Investigation summary: the analysis results found that the b12lt device was received with the sleeve broken. No functional test was performed due the condition of the device. No conclusion could be reached regarding what may have caused the reported incident. One possible cause for the damage found may be due to excessive force being applied to the device. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. All ees product is 100% inspected prior to release. The information you provided is compiled monitored and reviewed by upper management on a routine basis for any associated trends. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. A manufacturing record evaluation was performed for the finished device lot/batch number and no non-conformances were identified.